Event description:
Surgeon passed scorpio nrg femoral impactor/extractor back to scrub nurse after impacting definitive femoral component and she stopped and showed me what look like a small shard of metal in the glove. Difficult to tell if the metal had penetrated the glove. The impaction handle appeared worn.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.